Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the chair is getting a 5 flash code, which is a left brake fault.